Manufacturer narrative:
As alleged per a social media comment, the patient underwent implant of an undefined mesh and post implant, the mesh came loose, got in the intestine, and caused infection and blockage. Information is limited to the social media comment. The actual device and device manufacturer used to treat the patient was not identified. Based on the limited information available, no conclusions can be made. Product identifiers were not provided, as such a review of manufacturing records is not possible. Note, the date of event ((B)(6) 2026) is estimated based on the date of awareness. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As posted on a bd social media advertisement, "I'm recovering right now from surgery to fix a hernia repair gone wrong. Mesh came loose and got in my intestine, caused infection and blockage." The device and device manufacturer of the implanted mesh was not specified in the comment.